Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Failure to place rep update 05/04/2022: customer says ¿pigtail is bent in implant time and unable to put stent in place¿ error medical manipulation, "as per cc from": error manipulation, stenosis strait customer visit (B)(6), the customer say is a error position there isn't problem with the product. Thigh insertion that has kinked the stent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 1. For all complaints, ask: placement of the zebd stent. 2. What was the target location of the stent? Fistula. 3. Please describe the storage conditions of the device before use, in particular those. Relating to temperature and light exposure. Storage away from light in a closed room 4. What is the replenishment number, diameter and length of the wire guide that was. Used with this device in this procedure?* jagwire 035. 5. Has the wire guide been lubricated before use? Yes. 6. Has the wire guide been inspected for damage before use? Yes. 7. Has the device at the centre of the complaint been inspected for damage before use? Yes. 8. Were the previous procedures, i.e. Sphincterotomy, etc., performed before placing. The complaint device? Non-drainage of fistula. 9. If yes, please indicate the type of procedure performed. N/a. 10. Did the affected patient have an altered anatomy or a tortuous anatomy? No. 11. If not with the device in question, how was the procedure completed? With another prosthesis. 12. Did the patient require additional interventions as a result of this event? No. 13. What intervention (if any) was needed? N/a. 14. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 15. Were there any other defects observed on the device prior to return (other than the reported complaint issue)? No. If yes, please detail any other defects observed n/a. For complaints occurring during use (once in contact with the endoscope), also ask: 1. Had a sphincterotomy been performed prior to this event? N/a. 2. What is the manufacturer of the endoscope, the model number and the size of the working channel that was used for the procedure? Operator channel 2.8. 3. Does your medical facility have a maintenance and maintenance schedule associated with its endoscopes? Yes. 4. Please indicate the location in the body where the stent was to be placed. That is, bile duct, pancreatic duct, other. Esophageal fistula. 5. If so, please specify: 6. Was there any resistance when advancing the wire guide to the target location? No. 7. Was there any resistance encountered as the introduction system advanced to the target location yes. 8. How did the doctor deal with this resistance? Stent plicature. 9. How did the physician determine the length of the stent to be used for the procedure? With the guide, location of the length. 10. Where was the stenosis in the duct? N/a. 11. Was the stenosis dilated before placing the device?* if yes, please indicate which device(s) were used n/a. 12. Was resistance encountered when advancing the stent in the obstructed area? Yes. 13. After placement, has the stent position been verified? Yew. 14. If yes, please describe how. Video endoscope. 15. Please estimate how long the stent was in place prior to this event. 3 min. 16. Has a section of the device detached inside the endoscope or the patient? No. 17. If yes, please specify which section of the device has broken: n/a. 18. Please indicate if the device has broken in the endoscope or in the patient? N/a. 19. Has the broken device been recovered? Yes. 20. If yes, please indicate which tools were used during the recovery (e.g. Basket, balloon, snare drum, forceps, etc.): anse. 21. Have any changes been made to the device or accessories used with the device as part of this procedure? (E.g., shortened guide catheter, stent cut, etc.) No. 22. If yes, please indicate the changes that have been made: n/a. 23. Please indicate why the amendments were necessary. N/a. 24. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. N/a. 25. Did the patient require additional interventions as a result of this event? No. 26. What intervention (if any) was needed? N/a. 27. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? No. 28. Were there any other defects (other than the complaint problem) on the device prior to return (e.g., fold)? No. 29. If yes, please specify what was observed and where it was observed on the device. Does not apply if a problem occurred during n/a removal.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 23-aug-2022.

Manufacturer narrative:
Device evaluation: the zebd-7-5 device of lot number c1909125 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: n/a. Document review: prior to distribution all zebd-7-5 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-5 of lot number c1909125 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the lot c1909125. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1909125. It should be noted that the instructions for use (ifu0045) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. Image review: n/a. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause of the kink could be attributed to excessive force being applied to the stent as it was advanced over the wire guide. Summary: the complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.